Event description:
It was reported that the balloon failed to deflate. The 90% stenosed target lesion was located at mildly calcified and mildly tortuous left cephalic vein. An encore 26 inflation device was used without issue. A lopaque 300 (lohexol) contrast media type was utilized with a contrast ratio of 1:2. Then a sv/4.5-4/4t/90 symmetry¿ balloon catheter was advanced to the lesion for predilation. The balloon was inflated for 30 seconds at 8 atmospheres. An attempt was done to deflate the balloon but the balloon failed to deflate. The balloon was intentionally ruptured by puncturing with a needle from the body surface. The balloon was completely removed from the patient and procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the product was returned for analysis. A visual and tactile examination of the device identified no kinks or damage along the shaft. The tear was located approximately 7mm proximal from the proximal edge of the distal markerband. An examination of the tear identified that the tear covered approximately 40% of the circumference of the balloon. It is noted that the complaint states that the physician intentionally punctured the balloon with a needle. As part of the device analysis the device was attached to an encore inflation unit and liquid was inflated into the balloon and out through the circumferential tear. No restrictions or blockages were present inside the inflation lumen. An examination of the lapweld site, through the balloon material, identified no issues. An examination of the proximal and distal markerbands identified no issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon failed to deflate. The 90% stenosed target lesion was located at mildly calcified and mildly tortuous left cephalic vein. An encore 26 inflation device was used without issue. A lopaque 300 (lohexol) contrast media type was utilized with a contrast ratio of 1:2. Then a sv/4.5-4/4t/90 symmetry¿ balloon catheter was advanced to the lesion for predilation. The balloon was inflated for 30 seconds at 8 atmospheres. An attempt was done to deflate the balloon but the balloon failed to deflate. The balloon was intentionally ruptured by puncturing with a needle from the body surface. The balloon was completely removed from the patient and procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).